Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient has a cataract and did not perform proper hand washing. No further detail was provided regarding the treatment for the peritonitis, if the patient was hospitalized for the event, or regarding the outcome of the peritonitis. It was not reported if pd therapy was ongoing or if the patient was retrained on proper aseptic technique. No additional information is available.